Event description:
During a coronary procedure, the physician observed a leakage between the balloon and the shaft. The patient was a male but his age unk. The target lesion was aha4. The lesion was a de novo and slightly calcified but not tortuous. There was 90% stenosis. After a guidewire (runthrough hypercoat) crossed the target lesion, a firestar (2.5/15mm) was delivered to the target lesion for pre-dilation. While the balloon was being inflated, the contrast medium leakage was observed under cag and the pressure wouldn't increase at 8atm. Therefore, physician suspected the balloon to be ruptured and retrieved the firestar from the patient. When the balloon was inflated outside of the patient, the leakage was observed between the balloon and the shaft. It was unk how the procedure was finished, but the procedure was safely finished. There was no patient injury reported. The product was clinically used and will not be returned for analysis because of the patient's infectious disease (hcv). The physician commented that the lesion was not calcified and so, the cause of this event was not because of the lesion cause.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.